Event description:
It was reported that the fiber stopped working during the procedure. A second fiber was used to complete the procedure with no clinical consequences to the patient. Analysis of the returned device identified the tip was detached and not returned.

Manufacturer narrative:
Please note: the event date is not available from the facility, therefore, the aware date was used as the event date. Investigation summary: with all the available information, boston scientific concludes that the fiber tip detached identified during visual analysis probably contributed to the fiber stop working. It is probable that inadvertent heavy tissue contact or probing contributed to elevated temperature that may lead tip detachments. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event. According to the instructions for use (IFU), do not bury the tip in tissue. Do not bend at sharp angled. Technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the tip was detached and not returned. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted showed no signs of breakage along the fiber body. The connector cone, segments and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review: a review of device instructions for use (IFU) was performed. The IFU states: do not bury the tip in tissue. Do not bend at sharp angled. If using a deflecting mechanism, such as an albarran bridge or a fiber diverter, do not attempt to remove the greenlight fiber while the bridge is deflected. In the unlikely event of a detached tip, it may be visually located through an appropriate scope and removed using forceps. Irrigate the area thoroughly to remove any traces of fiber or other material. If the aim beam or working beam exit the end of the fiber, discontinue use immediately and discard the fiber. Reuse or misuse of a greenlight fiber will result in an increased potential for damage to the greenlight fiber and ancillary equipment, i.e., cystoscopes. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.